Event description:
1. Device involved was newly installed tub. Nursing assistant was giving a bath when it was noticed water was leaking out door, across tub room floor and into hallway - before it could be reported and mopped up, another nursing assistant slipped, fell and fractured her hand and has been ln "lite duty" since. She had to be replaced for her normal assignments.2. Two residents slipped and nearly fell getting into and out of tub without using chair. We were instructed by company rep. That it was acceptable for residents to enter tub without using chair. No injury as yet.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.